Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was 350 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.